Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician had predilated a highly calcified, 98% stenosis in a somewhat tortuous distal rca. He then attempted to cross the lesion with a taxus express2 2.75 x 32 mm drug eluting stent but could not do so. He then attempted to cross with a taxus express2 2.5 x 16 mm drug eluting stent, but also was unable to cross. He completed the procedure with a pixel, size unk. The pt status is unk.